Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg was unable to replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that was not alarming no flow out when they clamped the administration set tubing. The initial reporter also stated that this occurred during testing and had not had any affect on a patient. Complaint: (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that was not alarming no flow out when they clamped the administration set tubing. The initial reporter also stated that this occurred during testing and had not had any affect on a patient. (B)(4).